Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital due to non-device related issue, when pacing inhibition was noted on the device. Upon interrogation, the implantable cardioverter defibrillator exhibited far p-wave oversensing. The patient was asymptomatic to the event and was in stable condition. Device reprogramming did not resolve the issue. The physician again reprogrammed the device next day to acceptable settings and the patient would continue to be monitored.